Event description:
It was reported, reaming the intramedullary canal of pt's right tibia, and heard a pop. Took an xray, everything looked fine, pulled out the reamer shaft and there was no modular tip. Were able to remove the tip with the ball tip guide wire."

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.